Event description:
During the implantation, the doctor was not able to connect the rv lead (tilda t60) to the connector of reply 200 dr. It was heard the "click" of the connection but when the rv lead was slightly pulled to confirm the connection, the lead was not connected. The connector of the lead was cleaned and the doctor tried to connect it once again but without success. The device was collected and delivered to a sorin's rep. Another reply 200 dr was used and no issue occurred.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s; however, it is similar to reply dr or sr models approved under p950029. Analysis is pending.